Event description:
It was reported that device entrapment occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with a non boston scientific guidewire. The device and the guidewire were removed as one unit. The guidewire was able to be removed from the catheter outside the patient. There was no patient injury.